Event description:
The rptr stated that rptr did back to back blood glucose tests, within 10 mins of each other, using separate fingers sticks. Rptr's results were 111, 130 and 150 mg/dl. Rptr did not have any symptoms. A control solution test was in range, 127 (99-149). On followup, the rptr stated that rptr always checks the confirmation dot, and related the correct technique of applying blood. No harm was alleged.